Event description:
Caller reported alarm 2 followed by alarm 26, with an occlusion event earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin. Due to frequent occlusion issues, a follow-up was requested for additional assistance.